Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered extreme pain, bleeding while walking or lifting, bladder infections, generalized abdominal cavity inflammation, and painful urination. No further information has been provided.